Event description:
The customer stated that she was treated by the paramedics due to a low blood glucose reading on 19 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the bolus and basal rate history did not match up properly with the daily totals. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.